Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per medical services & support, the home care nurse reported that she was unable to get any drainage from her patient's aspira catheter. Over the weekend the physician accessed the valve with a syringe as he did not have the proper supplies. Medical services & support confirmed the valve appears sunken. The nurse also noted it was leaking. Medical services & support had the nurse occlude the catheter using the slide clamp and explained how it can be replaced. The nurse stated she will call the patient's physician. On (B)(6) 2017- the nurse confirmed a repair kit was used and the valve was replaced.